Manufacturer narrative:
The reported reader has been returned and investigated. A visual inspection was performed on the returned reader, and no issues were observed. The reader powered-on and it was observed that lines were running through the reader's display. Built-in reader test could not be performed due to the display issue. The reader was de-cased and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). An extended investigation has also been performed. The DHR (device history review) of the returned reader was reviewed; no abnormality was observed. Mix match testing was performed to determine the cause of the reported issue. The returned lcd (liquid crystal display) was tested with a known-good pcba, and lines were observed on the screen. A known-good lcd was tested with the customers returned pcba, and no lines on screen were observed. This testing indicated that the returned lcd was faulty. There was no evidence of damage to the meter case or glass, indicating the reader did not fail due to customer use. Therefore, it was determined that the root cause was a defective lcd component. The issue is confirmed due to a faulty lcd.

Event description:
Customer's caregiver reported that grey lines are appearing in the middle of the screen of the adc freestyle libre reader. Customer experienced symptoms of hypoglycemia, fell down and hit his head, and subsequently lost consciousness. Customer had contact with the healthcare provider and received unspecified fluids for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that grey lines are appearing in the middle of the screen of the adc freestyle libre reader. Customer experienced symptoms of hypoglycemia, fell down and hit his head, and subsequently lost consciousness. Customer had contact with the healthcare provider and received unspecified fluids for treatment. There was no report of death or permanent impairment associated with this event.